Event description:
It was reported that the user's caregiver requested assistance to perform a factory reset of the ilet after the healthcare provider recommended it due to the user overtreating a prior hypoglycemic episode with peppermint chocolate on the first day after the last reset; customer care provided troubleshooting and education and completed device setup. Symptoms included hypoglycemia, reaching 60 mg/dl, that the patient treated with oral glucose. Outcomes included resolution through user education and successful device reconfiguration. Investigation included remote troubleshooting and guided factory reset with setup of the ilet. Investigation of this case revealed user-related management of hypoglycemia with excessive carbohydrate intake post-reset, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use environment.